Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/5 of their automated peritoneal dialysis therapy in 2004 early in the morning. Reportedly, a supply bag became disconnected from the supply line of the homechoice set for an unknown reason. The home pt presented to the clinic later in the day in 2004 with cloudy effluent. Cultures were taken at that time and the home pt was diagnosed with peritonitis and treated with cefazolin 1g, intraperitoneal (ip). Four days later the home pt was hospitalized to await removal of their dialysis catheter due to yeast growth detected in their effluent culture in 2004. The home pt was being treated with diflucan 200mg orally, once daily while in the hosp. In 2004, a pd nurse stated that the home pt's catheter was not removed due to the fact that their cell count dropped to 24 wbcs. However, the home pt did have an av fistula placed four days earlier. The pd nurse stated that the home pt would remain on pd therapy until their fistula has matured and then the home pt will be placed on hemodialysis. The home pt was discharged from the hosp in 2004 to the care of a nursing home.